Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Needle back down was not successful. The barrel hub was broken to access the needles. Needles were removed and the device pulled out. The pt went to successful manual compression. On discussion with the cardiologist, he was not sure that the barrel hub had been properly locked in place on needle deployment. The returned device was evaluated.